Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the battery died overnight without a warning. It was reported that the device alarmed battery out limit and after battery change. The customer's blood glucose level was unknown. The customer agreed to monitor the device and call back if problems persisted. Nothing was replaced or returned.